Event description:
It was reported that a homechoice cassette had a leak at the patient line connector. This occurred before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected which showed a leak from the patient line connector of the cassette. Functional testing could not be performed due to the nature of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.